Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita 4 failed without an alarm during operation. The patient was briefly bagged and then connected to another evita. The user reports that the patient has not been harmed.

Manufacturer narrative:
The affected evita 4 was checked by dräger service, and the mixer cartridge air was replaced and made available for investigation at the manufacturer's repair shop. During the device analysis by dräger service no deviation in the alarm functionalities was found. In the technical analysis it could be determined that the function of the mixer cartridge was not given due to an electronics problem on the pcb way measurement. The logbook entries show that the evita 4 performed multiple warmstarts starting at 3:21 pm on december 7, 2019. At 3:23 pm the unit was switched off by the user.the device behaved as specified in the event of this malfunction and tried to correct the fault with a warmstart. During a warmstart, the evita generates an acoustical alarm and opens the airway system to allow for spontaneous breathing. The permanent electronic malfunction could not be corrected by the warmstart. In this case, the acoustical alarm remains activated and the airway system remains open. Manual ventilation with another device may be considered necessary.the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.